Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that, post implant, the right ventricular (rv) lead exhibited decreased r-waves and no capture even at full outputs. Noise was observed from rv tip to rv ring on electrograms. A lead revision will be performed. The lead remains in use. No patient complications have been reported as a result of this event.